Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the fourth mitraclip that ruptured a chord. It was reported that a patient presented with grade 5 functional mitral regurgitation (mr) an enlarged annulus, poor flap occlusion, gap, and poor echocardiogram quality due to an enlarged left atrium. A mitraclip xtr (first clip) was place medially. There was residual mr on the lateral side. A mitraclip ntr (second clip) was placed on the lateral side to reduce the mr, but a singled leaflet device attachment (slda) occurred. The anterior mitral leaflet (aml) was detached. To reduce the mr and stabilize the slda, an xtr (third clip) was implanted, in-between the two clips. The slda was still not stable, requiring an ntr (fourth clip) to be placed lateral to the slda. The echocardiogram quality was poor due to the enlarged left atrium and movement of the posterior mitral leaflet (even after atp was administered). Due to the poor imaging and movement of the posterior mitral leaflet, it was difficult to grasp and capture. Satisfactory leaflet insertion was also difficult, which led to a rupture of the chordae tineae. The procedure was discontinued, and the mr was at grade 4+. The fourth clip was not implanted and caused a clinically significant delay. The patient was transferred to surgery and all implanted devices were removed. The patient underwent thoracic valve replacement and is in stable condition. After the procedure, the surgeon explained that the steerable guide catheter (sgc) was met with a relatively large amount of resistance in the process of rotating the device. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure (leaflet grasping and capture) and image resolution poor were not confirmed as it could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the reported image resolution poor was due to patient condition. The reported positioning failure (leaflet grasping and capture) was due to a combination of poor imaging and patient. The reported tissue injury appears to be a cascading event of the reported positioning failure (leaflet grasping and capture). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported delay to treatment/therapy and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.